Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic colectomy, when the clips was used to clamp the gallbladder artery, the absorbable clamp is broke after the clamp is fired. Another reload was used with the same handle to resolve the issue. No patient harm.